Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the channels of the subject device tested positive for undesirable bacteria (B)(6) during a routine inspection. There was no infection report associated with this report.

Manufacturer narrative:
The subject device has not been returned olympus medical systems; however, it was returned to olympus (B)(4) for evaluation. After reprocessing with an automated reprocessor etd, the device was sent to a third party laboratory of a university for microbiological testing. In the microbiological testing, the air/water channel and instrument channel culture tested (B)(6). If significant additional information is received, this report will be supplemented.